Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects, number 1 states, "material sensitivity reactions." Number 2 states, "early or late postoperative infection and allergic reaction." This report is number 2 of 2 mdrs filed for the same event (reference 1825034-2015-03934 / 03935).

Event description:
It was reported that the patient had an initial left hip arthroplasty on (B)(6) 2003 and an initial right hip arthroplasty on (B)(6) 2008. Patient alleges experiencing pain, limping, skin rashes and burning of the skin. No revision has been reported to date, possibly due to patient's health. Patient is going to consult surgeon to see what other options are available.